Manufacturer narrative:
(B)(4). After investigation it turned out that a cable was pulled from the controller console and the cable lock was broken off. The field service engineer (fse) replaced the keyboard cable, extern and tested the system. The system has been reported to be working according to specification.

Event description:
The customer reported that there was no exposure during case.